Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the robot stand reference articulated arm is damaged due to a shock. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that after the surgery, the robot stand reference articulated arm was non-functional. There was no patient involvement reported.